Event description:
The pt reported that the pump did not detect the cartridge during the load cartridge phase.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pt reported that the pump did not detect the cartridge during the load cartridge phase. The pump was returned to animas for evaluation. Evaluation revealed a display lens leak and corrosion on the force sensor sockets.